Event description:
The customer returned the evis exera ii duodenovideoscope, for the annual inspection without reporting any issues. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device, a foreign material found at backside of the forceps elevator after distal end cover removal. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during the evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the following: adhesive on bending section cover or distal sheath rubber is detached; distal end cover has a scratch; electric connectore connector has stain; objective lens has a scratch; due to annual inspection, parts must be replaced; connecting tube has a wrinkle; insufficient cleaning (handling problems); due to wear of angle wire, bending angle in upwards direction does not meet the standard value; right/left knob has stain; and up/down knob has stain. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This is a supplemental report to correct the initial MDR. The initial medwatch reported the device had the channel clogged with foreign material. However, the device was returned without proper reprocessing steps completed. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.